Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, a straightened staple was caught in the washer, which was cut at the firing. The deployed staples on the tissue were formed as intended, at least, but other staples were straightened, and were caught in the washer. There was no staple failure. Doctor finished the anastomosis with the device. The device was used for the dst anastomosis between the colon and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.